Event description:
This case was initially received via regulatory authority (B)(6) on 21-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and fatigue ("fatigue") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue (seriousness criterion disability), respiratory disorder ("respiratory disorders") and dyspnoea ("breathlessness"). In (B)(6) 2016, the patient experienced urticaria ("urticaria"). In 2017, the patient experienced epicondylitis ("epicondylitis"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), musculoskeletal pain ("joint and muscle pain in legs, arms, back and cervical region"), dizziness ("dizziness"), ear pain ("ear pain / pain in auditory canal"), rhinorrhoea ("nasal discharges"), cough ("cough"), disturbance in attention ("concentration difficulty"), speech disorder ("speech problems"), oropharyngeal discomfort ("discomfort in the throat"), glossodynia ("tongue pain"), toothache ("pain in teeth"), coccydynia ("pain in coccyx"), haematoma ("hematoma"), headache ("headaches"), pollakiuria ("frequent need to urinate"), vaginal discharge ("vaginal discharges"), menorrhagia ("hemorrhagic menstruations"), metrorrhagia ("inter-menstrual bleeding"), abdominal distension ("swollen abdomen"), constipation ("constipation"), nausea ("nausea"), dry skin ("dry skin"), pruritus ("itching"), feeling cold ("feeling cold") and back pain ("problems in vertebrae"). The patient was treated with physical therapy. At the time of the report, the abdominal pain, fatigue, respiratory disorder, dyspnoea, musculoskeletal pain, epicondylitis, urticaria, dizziness, ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, menorrhagia, metrorrhagia, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold and back pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, coccydynia, constipation, cough, disturbance in attention, dizziness, dry skin, dyspnoea, ear pain, epicondylitis, fatigue, feeling cold, glossodynia, haematoma, headache, menorrhagia, metrorrhagia, musculoskeletal pain, nausea, oropharyngeal discomfort, pollakiuria, pruritus, respiratory disorder, rhinorrhoea, speech disorder, toothache, urticaria and vaginal discharge with essure. The reporter commented: since essure insertion, the patient experienced accumulation of symptoms. Continuous fatigue and pain were disabling for the patient in daily life and especially professionally, moreover she could not do sport anymore. Diagnostic results: control via plain abdomen xray was performed on (B)(6) 2013. Xray and blood tests were performed in (B)(6) 2014. CT scan of cervical spine was performed in 2014, xray and CT scan of knee was performed in 2015 abdominal pain: ultrasound was performed in 2016. Coloscopy and fibroscopy were performed in (B)(6) 2016. Ent consultation was attended on (B)(6) 2017. Pelvic ultrasound was performed on (B)(6) 2017. Blood test was performed in (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1959 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(6) on 21-feb-2018. The most recent information was received on 26-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("a remaining metal fragment of the essure implant") and fatigue ("fatigue") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced fatigue (seriousness criterion disability), respiratory disorder ("respiratory disorders") and dyspnoea ("breathlessness"). In (B)(6) 2016 she experienced urticaria ("urticaria"). In 2017 she experienced epicondylitis ("epicondylitis"). In 2022 she experienced greater trochanteric pain syndrome ("pain at the level of the left trochanter"). On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), arthralgia ("joint and muscle pain in legs, arms, back and cervical region"), dizziness ("dizziness"), external ear pain ("ear pain / pain in auditory canal"), rhinorrhoea ("nasal discharges"), cough ("cough"), disturbance in attention ("concentration difficulty"), speech disorder ("speech problems"), oropharyngeal discomfort ("discomfort in the throat"), glossodynia ("tongue pain"), toothache ("pain in teeth"), coccydynia ("pain in coccyx"), haematoma ("hematoma"), headache ("headaches"), pollakiuria ("frequent need to urinate"), vaginal discharge ("vaginal discharges"), heavy menstrual bleeding ("hemorrhagic menstruations"), intermenstrual bleeding ("inter-menstrual bleeding"), abdominal distension ("swollen abdomen"), constipation ("constipation"), nausea ("nausea"), dry skin ("dry skin"), pruritus ("itching"), feeling cold ("feeling cold"), spinal pain ("problems in vertebrae"), dysarthria ("slurred speech"), peripheral coldness ("cold hand"), abdominal pain upper ("stomach pain"), facial pain ("facial pain , dental , jaw"), swelling ("swelling of the neck"), sleep disorder (" sleep disorders"), general physical health deterioration ("my health has gradually deteriorated") and myalgia ("muscle and joint pain: arms, cervix, hands, back, feet"). The patient was treated with surgery (to remove essure on (B)(6) 2018 and to remove essure) and physical therapy. Essure was removed. At the time of the report, the outcomes for abdominal pain, device breakage, fatigue, respiratory disorder, dyspnoea, arthralgia, epicondylitis, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, dysarthria, peripheral coldness, abdominal pain upper, facial pain, sleep disorder, general physical health deterioration and myalgia were unknown. No causality assessment was received for essure with regard to respiratory disorder, dyspnoea, fatigue, arthralgia, epicondylitis, abdominal pain, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, device breakage or myalgia. The reporter commented: since essure insertion, the patient experienced accumulation of symptoms. Continuous fatigue and pain were disabling for the patient in daily life and especially professionally, moreover she could not do sport anymore. Period of occurrence 2018-2024 following the pelvic ultrasound in 2022, I wanted to take a moment to reflect on the adverse events. My health has gradually deteriorated. I contacted a surgeon for a possible removal of the remaining fragment. So, thank you for taking that into consideration. Discrepancy regarding removal date: removed in 2013,. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] in 2022: 2 cm plaque of fibrocystic dystrophy in the left axillary hollow [x-ray of pelvis and hip] in 2022: a remaining metal fragment of the essure implant, measuring 12 mm, was found in the body. Control via plain abdomen xray was performed on (B)(6)2013. Xray and blood tests were performed in (B)(6) 2014 CT scan of cervical spine was performed in 2014, xray and CT scan of knee was performed in 2015 abdominal pain: ultrasound was performed in 2016. Coloscopy and fibroscopy were performed in (B)(6) 2016. Ent consultation was attended on (B)(6) 2017. Pelvic ultrasound was performed on (B)(6) 2017. Blood test was performed in (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1959 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 26-mar-2024: new events device breakage, general trochanteric pain syndrome, slurred speech, cold hand, swelling of the neck, sleep disorders, facial pain, stomach pain, health has gradually deteriorated were added. Lab data added. Essure removal date updated. Essure removal surgery details updated. Reporter causality comment updated. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("a remaining metal fragment of the essure implant") and fatigue ("fatigue") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced fatigue (seriousness criterion disability), respiratory disorder ("respiratory disorders") and dyspnoea ("breathlessness"). In (B)(6) 2016 she experienced urticaria ("urticaria"). In (B)(6) 2017 she experienced epicondylitis ("epicondylitis"). In (B)(6) 2022 she experienced greater trochanteric pain syndrome ("pain at the level of the left trochanter"). On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), arthralgia ("joint and muscle pain in legs, arms, back and cervical region"), dizziness ("dizziness"), external ear pain ("ear pain / pain in auditory canal"), rhinorrhoea ("nasal discharges"), cough ("cough"), disturbance in attention ("concentration difficulty"), speech disorder ("speech problems"), oropharyngeal discomfort ("discomfort in the throat"), glossodynia ("tongue pain"), toothache ("pain in teeth"), coccydynia ("pain in coccyx"), haematoma ("hematoma"), headache ("headaches"), pollakiuria ("frequent need to urinate"), vaginal discharge ("vaginal discharges"), heavy menstrual bleeding ("hemorrhagic menstruations"), intermenstrual bleeding ("inter-menstrual bleeding"), abdominal distension ("swollen abdomen"), constipation ("constipation"), nausea ("nausea"), dry skin ("dry skin"), pruritus ("itching"), feeling cold ("feeling cold"), spinal pain ("problems in vertebrae"), dysarthria ("slurred speech"), peripheral coldness ("cold hand"), abdominal pain upper ("stomach pain"), facial pain ("facial pain , dental , jaw"), swelling ("swelling of the neck"), sleep disorder (" sleep disorders"), general physical health deterioration ("my health has gradually deteriorated") and myalgia ("muscle and joint pain: arms, cervix, hands, back, feet"). The patient was treated with surgery (to remove essure on (B)(6) 2018 and to remove essure fragment) and physical therapy. Essure was removed. At the time of the report, the outcomes for abdominal pain, device breakage, fatigue, respiratory disorder, dyspnoea, arthralgia, epicondylitis, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, dysarthria, peripheral coldness, abdominal pain upper, facial pain, sleep disorder, general physical health deterioration and myalgia were unknown. No causality assessment was received for essure with regard to respiratory disorder, dyspnoea, fatigue, arthralgia, epicondylitis, abdominal pain, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, device breakage or myalgia. The reporter commented: since essure insertion, the patient experienced accumulation of symptoms. Continuous fatigue and pain were disabling for the patient in daily life and especially professionally, moreover she could not do sport anymore. Period of occurrence 2018-2024. Following the pelvic ultrasound in (B)(6) 2022, I wanted to take a moment to reflect on the adverse events. My health has gradually deteriorated. I contacted a surgeon for a possible removal of the remaining fragment. So, thank you for taking that into consideration. Discrepancy regarding removal date: removed in (B)(6) 2013,. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] in (B)(6) 2022: 2 cm plaque of fibrocystic dystrophy in the left axillary hollow [x-ray of pelvis and hip] in (B)(6) 2022: a remaining metal fragment of the essure implant, measuring 12 mm, was found in the body. *control via plain abdomen xray was performed on (B)(6) 2013. . Xray and blood tests were performed in (B)(6) 2014 CT scan of cervical spine was performed in (B)(6) 2014, xray and CT scan of knee was performed in 2015 abdominal pain: ultrasound was performed in (B)(6) 2016. Coloscopy and fibroscopy were performed in (B)(6) 2016. Ent consultation was attended on (B)(6) 2017. Pelvic ultrasound was performed on (B)(6) 2017. Blood test was performed in (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1959 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2024: quality safety evaluation of product technical complaint. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] a remaining metal fragment of the essure implant [device breakage] fatigue [fatigue] respiratory disorders [respiratory disorder] breathlessness [breathlessness] joint and muscle pain in legs, arms, back and cervical region [arthromyalgia] epicondylitis [epicondylitis] urticaria [urticaria] dizziness [dizziness] ear pain / pain in auditory canal [external ear pain] nasal discharges [nasal discharge] cough [cough] concentration difficulty [concentration impairment] speech problems [speech disorder] discomfort in the throat [throat discomfort] tongue pain [tongue pain] pain in teeth [tooth pain] pain in coccyx [coccyx pain] hematoma [hematoma] headaches [headache] frequent need to urinate [frequency urinary] vaginal discharges [vaginal discharge] hemorrhagic menstruations [bleeding menstrual heavy] inter-menstrual bleeding [intermenstrual bleeding] swollen abdomen [swollen abdomen] constipation [constipation] nausea [nausea] dry skin [dry skin] itching [itching] feeling cold [feeling cold] problems in vertebrae [vertebral pain] pain at the level of the left trochanter [greater trochanteric pain syndrome] slurred speech [slurred speech] cold hand [cold hands] stomach pain [stomach pain] facial pain , dental , jaw [facial pain] swelling of the neck [neck swelling] sleep disorders [sleep disorder] my health has gradually deteriorated [general physical health deterioration] muscle and joint pain: arms, cervix, hands, back, feet [muscle pain] painful body which led to discomfort in daily tasks with mental, physical and job impact. [General body pain] painful body which led to discomfort in daily tasks [activities of daily living impaired] painful body which led to discomfort in daily tasks with mental, physical and job impact. [Mental disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-feb-2018. The most recent information was received on 08-nov-2024. This spontaneous case was originally reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("a remaining metal fragment of the essure implant") and fatigue ("fatigue") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced fatigue (seriousness criterion disability), respiratory disorder ("respiratory disorders") and dyspnoea ("breathlessness"). In august 2016 she experienced urticaria ("urticaria"). In 2017 she experienced epicondylitis ("epicondylitis"). In 2022 she experienced greater trochanteric pain syndrome ("pain at the level of the left trochanter"). On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), arthralgia ("joint and muscle pain in legs, arms, back and cervical region"), dizziness ("dizziness"), external ear pain ("ear pain / pain in auditory canal"), rhinorrhoea ("nasal discharges"), cough ("cough"), disturbance in attention ("concentration difficulty"), speech disorder ("speech problems"), oropharyngeal discomfort ("discomfort in the throat"), glossodynia ("tongue pain"), toothache ("pain in teeth"), coccydynia ("pain in coccyx"), haematoma ("hematoma"), headache ("headaches"), pollakiuria ("frequent need to urinate"), vaginal discharge ("vaginal discharges"), heavy menstrual bleeding ("hemorrhagic menstruations"), intermenstrual bleeding ("inter-menstrual bleeding"), abdominal distension ("swollen abdomen"), constipation ("constipation"), nausea ("nausea"), dry skin ("dry skin"), pruritus ("itching"), feeling cold ("feeling cold"), spinal pain ("problems in vertebrae"), dysarthria ("slurred speech"), peripheral coldness ("cold hand"), abdominal pain upper ("stomach pain"), facial pain ("facial pain , dental , jaw"), swelling ("swelling of the neck"), sleep disorder ("sleep disorders"), general physical health deterioration ("my health has gradually deteriorated"), myalgia ("muscle and joint pain: arms, cervix, hands, back, feet"), pain (" painful body which led to discomfort in daily tasks with mental, physical and job impact."), loss of personal independence in daily activities ("painful body which led to discomfort in daily tasks") and mental disorder ("painful body which led to discomfort in daily tasks with mental, physical and job impact."). The patient was treated with surgery ((left salpingectomy) on (B)(6) 2018 and total hysterectomy with bilateral salpingectomy.) And physical therapy. Essure was removed on (B)(6) 2024. At the time of the report, the abdominal pain, fatigue, respiratory disorder, dyspnoea, arthralgia, epicondylitis, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, myalgia and pain had not resolved. The outcomes for device breakage, loss of personal independence in daily activities and mental disorder were unknown. The reporter considered loss of personal independence in daily activities, mental disorder and pain to be related to essure administration. No causality assessment was received for essure with regard to respiratory disorder, dyspnoea, fatigue, arthralgia, epicondylitis, abdominal pain, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, device breakage or myalgia. The reporter commented: since essure insertion, the patient experienced accumulation of symptoms. Continuous fatigue and pain were disabling for the patient in daily life and especially professionally, moreover she could not do sport anymore. Period of occurrence 2018-2024 following the pelvic ultrasound in 2022, I wanted to take a moment to reflect on the adverse events. My health has gradually deteriorated. I contacted a surgeon for a possible removal of the remaining fragment. So, thank you for taking that into consideration. Discrepancy regarding removal date: removed in 2013, compensation report: on (B)(6) 2013 : essure insertion. On (B)(6) 2018 : essure removal (left salpingectomy) due to adverse effects. During the intervention, essure breakage. On (B)(6)2022: persistence of adverse effects. Pelvic x-ray performed and revealed potential small residual fragment of essure. On (B)(6) 2024: pelvic MRI confirmed the residual fragment of essure. On (B)(6) 2024 : total hysterectomy with bilateral salpingectomy. After the intervention, persistence of adverse effects and painful body which led to discomfort in daily tasks with mental, physical and job impact. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging pelvic] on (B)(6) 2024: the residual fragment of essure. [Ultrasound pelvis] in 2022: 2 cm plaque of fibrocystic dystrophy in the left axillary hollow. [X-ray of pelvis and hip] in 2022: a remaining metal fragment of the essure implant, measuring. 12 mm, was found in the body. *control via plain abdomen xray was performed on (B)(6) 2013. Xray and blood tests were performed in (B)(6) 2014 CT scan of cervical spine was performed in 2014, xray and CT scan of knee was performed in 2015. Abdominal pain: ultrasound was performed in 2016. Coloscopy and fibroscopy were performed in (B)(6) 2016. Ent consultation was attended on (B)(6) 2017. Pelvic ultrasound was performed on (B)(6) 2017. Blood test was performed in (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1959 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-nov-2024: medical record received. New event body pain , daily activities impaired & mental disorder added. Patients date of birth added. New reporter lawyer added. Essure removal date with surgery details added. Lab data added. Event outcome updated to not recovered / not resolved for all the events. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] , a remaining metal fragment of the essure implant [device breakage] , fatigue [fatigue] , respiratory disorders [respiratory disorder] , breathlessness [breathlessness] , joint and muscle pain in legs, arms, back and cervical region [arthromyalgia] , epicondylitis [epicondylitis] , urticaria [urticaria] , dizziness [dizziness] , ear pain / pain in auditory canal [external ear pain] , nasal discharges [nasal discharge] , cough [cough] , concentration difficulty [concentration impairment] , speech problems [speech disorder] , discomfort in the throat [throat discomfort] , tongue pain [tongue pain] , pain in teeth [tooth pain] , pain in coccyx [coccyx pain] , hematoma [hematoma] , headaches [headache] , frequent need to urinate [frequency urinary] , vaginal discharges [vaginal discharge] , hemorrhagic menstruations [bleeding menstrual heavy] , inter-menstrual bleeding [intermenstrual bleeding] , swollen abdomen [swollen abdomen] , constipation [constipation] , nausea [nausea] , dry skin [dry skin] , itching [itching] , feeling cold [feeling cold] , problems in vertebrae [vertebral pain] , pain at the level of the left trochanter [greater trochanteric pain syndrome] , slurred speech [slurred speech] , cold hand [cold hands] , stomach pain [stomach pain] , facial pain, dental, jaw [facial pain] , swelling of the neck [neck swelling] , sleep disorders [sleep disorder] , my health has gradually deteriorated [general physical health deterioration] , muscle and joint pain: arms, cervix, hands, back, feet [muscle pain] , painful body which led to discomfort in daily tasks with mental, physical and job impact. [General body pain] , painful body which led to discomfort in daily tasks [activities of daily living impaired] , painful body which led to discomfort in daily tasks with mental, physical and job impact. [Mental disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-feb-2018. The most recent information was received on 16-dec-2024. This spontaneous case was originally reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("a remaining metal fragment of the essure implant") and fatigue ("fatigue") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2, drug allergy (allergy to rovamycin), salpingectomy, ectopic pregnancy and appendectomy. Concurrent conditions were listed as adenomyosis, coccyx pain, muscle pain and abdominal pain lower. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced fatigue (seriousness criterion disability), respiratory disorder ("respiratory disorders") and dyspnoea ("breathlessness"). In (B)(6) 2016 she experienced urticaria ("urticaria"). In 2017 she experienced epicondylitis ("epicondylitis"). In 2022 she experienced greater trochanteric pain syndrome ("pain at the level of the left trochanter"). On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), arthralgia ("joint and muscle pain in legs, arms, back and cervical region"), dizziness ("dizziness"), external ear pain ("ear pain / pain in auditory canal"), rhinorrhoea ("nasal discharges"), cough ("cough"), disturbance in attention ("concentration difficulty"), speech disorder ("speech problems"), oropharyngeal discomfort ("discomfort in the throat"), glossodynia ("tongue pain"), toothache ("pain in teeth"), coccydynia ("pain in coccyx"), haematoma ("hematoma"), headache ("headaches"), pollakiuria ("frequent need to urinate"), vaginal discharge ("vaginal discharges"), heavy menstrual bleeding ("hemorrhagic menstruations"), intermenstrual bleeding ("inter-menstrual bleeding"), abdominal distension ("swollen abdomen"), constipation ("constipation"), nausea ("nausea"), dry skin ("dry skin"), pruritus ("itching"), feeling cold ("feeling cold"), spinal pain ("problems in vertebrae"), dysarthria ("slurred speech"), peripheral coldness ("cold hand"), abdominal pain upper ("stomach pain"), facial pain ("facial pain , dental , jaw"), swelling ("swelling of the neck"), sleep disorder ("sleep disorders"), general physical health deterioration ("my health has gradually deteriorated"), myalgia ("muscle and joint pain: arms, cervix, hands, back, feet"), pain ("painful body which led to discomfort in daily tasks with mental, physical and job impact."), loss of personal independence in daily activities ("painful body which led to discomfort in daily tasks") and mental disorder ("painful body which led to discomfort in daily tasks with mental, physical and job impact."). The patient was treated with surgery ((left salpingectomy) on (B)(6) 2018 and total hysterectomy with bilateral salpingectomy.) And physical therapy. Essure was removed on (B)(6)2024 at the time of the report, the abdominal pain, fatigue, respiratory disorder, dyspnoea, arthralgia, epicondylitis, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, myalgia and pain had not resolved. The outcomes for device breakage, loss of personal independence in daily activities and mental disorder were unknown. The reporter considered loss of personal independence in daily activities, mental disorder and pain to be related to essure administration. No causality assessment was received for essure with regard to respiratory disorder, dyspnoea, fatigue, arthralgia, epicondylitis, abdominal pain, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, device breakage or myalgia. The reporter commented: since essure insertion, the patient experienced accumulation of symptoms. Continuous fatigue and pain were disabling for the patient in daily life and especially professionally, moreover she could not do sport anymore. Period of occurrence 2018-2024 following the pelvic ultrasound in 2022, I wanted to take a moment to reflect on the adverse events. My health has gradually deteriorated. I contacted a surgeon for a possible removal of the remaining fragment. So, thank you for taking that into consideration. Discrepancy regarding removal date: removed in 2013, compensation report: on (B)(6)2013: essure insertion. On (B)(6)2018: essure removal (left salpingectomy) due to adverse effects. During the intervention, essure breakage. On (B)(6)2022: persistence of adverse effects. Pelvic x-ray performed and revealed potential small residual fragment of essure. On (B)(6)2024: pelvic MRI confirmed the residual fragment of essure. On (B)(6)2024: total hysterectomy with bilateral salpingectomy. After the intervention, persistence of adverse effects and painful body which led to discomfort in daily tasks with mental, physical and job impact. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging pelvic] on (B)(6)2024: metallic artifacts spread over 18 mm within the interstitial myometrial segment of the left tube compatible with residual essure. Myometrial formation in the right body measuring 12 mm showing atypia on MRI, with uncertain malignancy potential, to be correlated with post-hysterectomy histological analysis without morcellation [pathology test] (date unknown): tubal wall without abnormalities [ultrasound pelvis] in 2022: 2 cm plaque of fibrocystic dystrophy in the left axillary hollow; on (B)(6)2022: for the record, small metallic fragments from the presacral region measuring 12 mm that may correspond to a small fragment of an essure implant; (date unknown): showing no abnormalities [x-ray of pelvis and hip] in 2022: a remaining metal fragment of the essure implant, measuring 12 mm, was found in the body. *control via plain abdomen xray was performed on (B)(6)2013. . Xray and blood tests were performed in (B)(6)2014 CT scan of cervical spine was performed in 2014, xray and CT scan of knee was performed in 2015 abdominal pain: ultrasound was performed in 2016. Coloscopy and fibroscopy were performed in (B)(6)2016. Ent consultation was attended on (B)(6)2017. Pelvic ultrasound was performed on (B)(6)2017. Blood test was performed in (B)(6)2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1959 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-dec-2024: medical record received. Pathology test added. Medical history, lab data updated. Concomitant conditions are added.,. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] a remaining metal fragment of the essure implant [device breakage] fatigue [fatigue] respiratory disorders [respiratory disorder] breathlessness [breathlessness] joint and muscle pain in legs, arms, back and cervical region [arthromyalgia] epicondylitis [epicondylitis] urticaria [urticaria] dizziness [dizziness] ear pain / pain in auditory canal [external ear pain] nasal discharges [nasal discharge] cough [cough] concentration difficulty [concentration impairment] speech problems [speech disorder] discomfort in the throat [throat discomfort] tongue pain [tongue pain] pain in teeth [tooth pain] pain in coccyx [coccyx pain] hematoma [hematoma] headaches [headache] frequent need to urinate [frequency urinary] vaginal discharges [vaginal discharge] hemorrhagic menstruations [bleeding menstrual heavy] inter-menstrual bleeding [intermenstrual bleeding] swollen abdomen [swollen abdomen] constipation [constipation] nausea [nausea] dry skin [dry skin] itching [itching] feeling cold [feeling cold] problems in vertebrae [vertebral pain] pain at the level of the left trochanter [greater trochanteric pain syndrome] slurred speech [slurred speech] cold hand [cold hands] stomach pain [stomach pain] facial pain, dental, jaw [facial pain] swelling of the neck [neck swelling] sleep disorders [sleep disorder] my health has gradually deteriorated [general physical health deterioration] muscle and joint pain: arms, cervix, hands, back, feet [muscle pain] painful body which led to discomfort in daily tasks with mental, physical and job impact. [General body pain] painful body which led to discomfort in daily tasks [activities of daily living impaired] painful body which led to discomfort in daily tasks with mental, physical and job impact. [Mental disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-feb-2018. The most recent information was received on 05-feb-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("a remaining metal fragment of the essure implant") and fatigue ("fatigue") in a female patient who had essure inserted (lot no. 893023) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of condyloma in 2006, salpingectomy in 2004, asthma in 1990, appendicectomy in 1978 and, diuresis, mastodynia, naevus, thrombosis, parity 2, drug allergy, tonsillectomy, parity 2, drug allergy (allergy to rovamycin), salpingectomy, ectopic pregnancy and appendectomy. Previously administered products included: moneva and jasmine. Concurrent conditions were listed as postoperative bleeding, pelvic pain female, adenomyosis, coccyx pain, muscle pain and abdominal pain lower. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014 she experienced fatigue (seriousness criterion disability), respiratory disorder ("respiratory disorders") and dyspnoea ("breathlessness"). In (B)(6) 2016 she experienced urticaria ("urticaria"). In 2017 she experienced epicondylitis ("epicondylitis"). In 2022 she experienced greater trochanteric pain syndrome ("pain at the level of the left trochanter"). On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), arthralgia ("joint and muscle pain in legs, arms, back and cervical region"), dizziness ("dizziness"), external ear pain ("ear pain / pain in auditory canal"), rhinorrhoea ("nasal discharges"), cough ("cough"), disturbance in attention ("concentration difficulty"), speech disorder ("speech problems"), oropharyngeal discomfort ("discomfort in the throat"), glossodynia ("tongue pain"), toothache ("pain in teeth"), coccydynia ("pain in coccyx"), haematoma ("hematoma"), headache ("headaches"), pollakiuria ("frequent need to urinate"), vaginal discharge ("vaginal discharges"), heavy menstrual bleeding ("hemorrhagic menstruations"), intermenstrual bleeding ("inter-menstrual bleeding"), abdominal distension ("swollen abdomen"), constipation ("constipation"), nausea ("nausea"), dry skin ("dry skin"), pruritus ("itching"), feeling cold ("feeling cold"), spinal pain ("problems in vertebrae"), dysarthria ("slurred speech"), peripheral coldness ("cold hand"), abdominal pain upper ("stomach pain"), facial pain ("facial pain , dental , jaw"), swelling ("swelling of the neck"), sleep disorder ("sleep disorders"), general physical health deterioration ("my health has gradually deteriorated"), myalgia ("muscle and joint pain: arms, cervix, hands, back, feet"), pain ("painful body which led to discomfort in daily tasks with mental, physical and job impact."), loss of personal independence in daily activities ("painful body which led to discomfort in daily tasks") and mental disorder ("painful body which led to discomfort in daily tasks with mental, physical and job impact."). The patient was treated with surgery ((left salpingectomy) on (B)(6)2018 and total hysterectomy with bilateral salpingectomy.) And physical therapy. Essure was removed on (B)(6)2024. At the time of the report, the abdominal pain, fatigue, respiratory disorder, dyspnoea, arthralgia, epicondylitis, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, myalgia and pain had not resolved. The outcomes for device breakage, loss of personal independence in daily activities and mental disorder were unknown. The reporter considered loss of personal independence in daily activities, mental disorder and pain to be related to essure administration. No causality assessment was received for essure with regard to respiratory disorder, dyspnoea, fatigue, arthralgia, epicondylitis, abdominal pain, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, device breakage or myalgia. The reporter commented: since essure insertion, the patient experienced accumulation of symptoms. Continuous fatigue and pain were disabling for the patient in daily life and especially professionally, moreover she could not do sport anymore. Period of occurrence 2018-2024. Following the pelvic ultrasound in 2022, I wanted to take a moment to reflect on the adverse events. My health has gradually deteriorated. I contacted a surgeon for a possible removal of the remaining fragment. So, thank you for taking that into consideration. Discrepancy regarding removal date: removed in 2013, compensation report: on (B)(6)2013: essure insertion. On (B)(6)2018: essure removal (left salpingectomy) due to adverse effects. During the intervention, essure breakage. On (B)(6)2018: excision of essure on the left with left total salpingectomy by laparoscopy. Mention of postoperative bleeding and diuresis. The patient was discharged the same day with paracetamol, ibuprofen and tramadol for pain if needed. Postoperative sample examination: tubal wall without abnormalities on (B)(6)2022: persistence of adverse effects. Pelvic x-ray performed and revealed potential small residual fragment of essure. On (B)(6)2024: pelvic MRI confirmed the residual fragment of essure. On (B)(6)2024: total hysterectomy with bilateral salpingectomy. After the intervention, persistence of adverse effects and painful body which led to discomfort in daily tasks with mental, physical and job impact. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging pelvic] on (B)(6)2024: metallic artifacts spread over 18 mm within the interstitial myometrial segment of the left tube compatible with residual essure. Myometrial formation in the right body measuring 12 mm showing atypia on MRI, with uncertain malignancy potential, to be correlated with post-hysterectomy histological analysis without morcellation [pathology test] (date unknown): tubal wall without abnormalities [ultrasound pelvis] in 2022: 2 cm plaque of fibrocystic dystrophy in the left axillary hollow; on (B)(6)2022: for the record, small metallic fragments from the presacral region measuring 12 mm that may correspond to a small fragment of an essure implant; (date unknown): showing no abnormalities [x-ray of pelvis and hip] in 2022: a remaining metal fragment of the essure implant, measuring 12 mm, was found in the body. *control via plain abdomen xray was performed on (B)(6)2013. . Xray and blood tests were performed in (B)(6)2014 CT scan of cervical spine was performed in 2014, xray and CT scan of knee was performed in 2015 abdominal pain: ultrasound was performed in 2016. Coloscopy and fibroscopy were performed in (B)(6)2016. Ent consultation was attended on (B)(6)2017. Pelvic ultrasound was performed on (B)(6)2017. Blood test was performed in (B)(6)2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. Lot number added. Medical history & concomitant conditions are added. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] a remaining metal fragment of the essure implant [device breakage] fatigue [fatigue] respiratory disorders [respiratory disorder] breathlessness [breathlessness] joint and muscle pain in legs, arms, back and cervical region [arthromyalgia] epicondylitis [epicondylitis] urticaria [urticaria] dizziness [dizziness] ear pain / pain in auditory canal [external ear pain] nasal discharges [nasal discharge] cough [cough] concentration difficulty [concentration impairment] speech problems [speech disorder] discomfort in the throat [throat discomfort] tongue pain [tongue pain] pain in teeth [tooth pain] pain in coccyx [coccyx pain] hematoma [hematoma] headaches [headache] frequent need to urinate [frequency urinary] vaginal discharges [vaginal discharge] hemorrhagic menstruations [bleeding menstrual heavy] inter-menstrual bleeding [intermenstrual bleeding] swollen abdomen [swollen abdomen] constipation [constipation] nausea [nausea] dry skin [dry skin] itching [itching] feeling cold [feeling cold] problems in vertebrae [vertebral pain] pain at the level of the left trochanter [greater trochanteric pain syndrome] slurred speech [slurred speech] cold hand [cold hands] stomach pain [stomach pain] facial pain, dental, jaw [facial pain] swelling of the neck [neck swelling] sleep disorders [sleep disorder] my health has gradually deteriorated [general physical health deterioration] muscle and joint pain: arms, cervix, hands, back, feet [muscle pain] painful body which led to discomfort in daily tasks with mental, physical and job impact. [General body pain] painful body which led to discomfort in daily tasks [activities of daily living impaired] painful body which led to discomfort in daily tasks with mental, physical and job impact. [Mental disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-feb-2018. The most recent information was received on 20-feb-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("a remaining metal fragment of the essure implant") and fatigue ("fatigue") in a female patient who had essure inserted (lot no. 893023) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of condyloma in 2006, salpingectomy in 2004, asthma in 1990, appendicectomy in 1978 and diuresis, mastodynia, naevus, thrombosis, parity 2, drug allergy, tonsillectomy, parity 2, drug allergy (allergy to rovamycin), salpingectomy, ectopic pregnancy and appendectomy. Previously administered products included: moneva and jasmine. Concurrent conditions were listed as postoperative bleeding, pelvic pain female, adenomyosis, coccyx pain, muscle pain and abdominal pain lower. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014 she experienced fatigue (seriousness criterion disability), respiratory disorder ("respiratory disorders") and dyspnoea ("breathlessness"). In (B)(6) 2016 she experienced urticaria ("urticaria"). In 2017 she experienced epicondylitis ("epicondylitis"). In 2022 she experienced greater trochanteric pain syndrome ("pain at the level of the left trochanter"). Essure was removed on (B)(6)2024. On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), arthralgia ("joint and muscle pain in legs, arms, back and cervical region"), dizziness ("dizziness"), external ear pain ("ear pain / pain in auditory canal"), rhinorrhoea ("nasal discharges"), cough ("cough"), disturbance in attention ("concentration difficulty"), speech disorder ("speech problems"), oropharyngeal discomfort ("discomfort in the throat"), glossodynia ("tongue pain"), toothache ("pain in teeth"), coccydynia ("pain in coccyx"), haematoma ("hematoma"), headache ("headaches"), pollakiuria ("frequent need to urinate"), vaginal discharge ("vaginal discharges"), heavy menstrual bleeding ("hemorrhagic menstruations"), intermenstrual bleeding ("inter-menstrual bleeding"), abdominal distension ("swollen abdomen"), constipation ("constipation"), nausea ("nausea"), dry skin ("dry skin"), pruritus ("itching"), feeling cold ("feeling cold"), spinal pain ("problems in vertebrae"), dysarthria ("slurred speech"), peripheral coldness ("cold hand"), abdominal pain upper ("stomach pain"), facial pain ("facial pain , dental , jaw"), swelling ("swelling of the neck"), sleep disorder ("sleep disorders"), general physical health deterioration ("my health has gradually deteriorated"), myalgia ("muscle and joint pain: arms, cervix, hands, back, feet"), pain ("painful body which led to discomfort in daily tasks with mental, physical and job impact."), loss of personal independence in daily activities ("painful body which led to discomfort in daily tasks") and mental disorder ("painful body which led to discomfort in daily tasks with mental, physical and job impact."). The patient was treated with surgery ((left salpingectomy) on (B)(6)2018 and total hysterectomy with bilateral salpingectomy.) And physical therapy. At the time of the report, the abdominal pain, fatigue, respiratory disorder, dyspnoea, arthralgia, epicondylitis, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, myalgia and pain had not resolved. The outcomes for device breakage, loss of personal independence in daily activities and mental disorder were unknown. The reporter considered loss of personal independence in daily activities, mental disorder and pain to be related to essure administration. No causality assessment was received for essure with regard to respiratory disorder, dyspnoea, fatigue, arthralgia, epicondylitis, abdominal pain, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, device breakage or myalgia. The reporter commented: since essure insertion, the patient experienced accumulation of symptoms. Continuous fatigue and pain were disabling for the patient in daily life and especially professionally, moreover she could not do sport anymore. Period of occurrence 2018-2024. Following the pelvic ultrasound in 2022, I wanted to take a moment to reflect on the adverse events. My health has gradually deteriorated. I contacted a surgeon for a possible removal of the remaining fragment. So, thank you for taking that into consideration. Discrepancy regarding removal date: removed in 2013, compensation report: on (B)(6)2013: essure insertion. On (B)(6)2018: essure removal (left salpingectomy) due to adverse effects. During the intervention, essure breakage. On (B)(6)2018: excision of essure on the left with left total salpingectomy by laparoscopy. Mention of postoperative bleeding and diuresis. The patient was discharged the same day with paracetamol, ibuprofen and tramadol for pain if needed. Postoperative sample examination: tubal wall without abnormalities on (B)(6)2022: persistence of adverse effects. Pelvic x-ray performed and revealed potential small residual fragment of essure. On (B)(6)2024: pelvic MRI confirmed the residual fragment of essure. On (B)(6)2024: total hysterectomy with bilateral salpingectomy. After the intervention, persistence of adverse effects and painful body which led to discomfort in daily tasks with mental, physical and job impact. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging pelvic] on (B)(6)2024: metallic artifacts spread over 18 mm within the interstitial myometrial segment of the left tube compatible with residual essure. Myometrial formation in the right body measuring 12 mm showing atypia on MRI, with uncertain malignancy potential, to be correlated with post-hysterectomy histological analysis without morcellation [pathology test] (date unknown): tubal wall without abnormalities [ultrasound pelvis] in 2022: 2 cm plaque of fibrocystic dystrophy in the left axillary hollow; on (B)(6)2022: for the record, small metallic fragments from the presacral region measuring 12 mm that may correspond to a small fragment of an essure implant; (date unknown): showing no abnormalities [x-ray of pelvis and hip] in 2022: a remaining metal fragment of the essure implant, measuring 12 mm, was found in the body. *control via plain abdomen xray was performed on (B)(6)2013. . Xray and blood tests were performed in (B)(6)2014 CT scan of cervical spine was performed in 2014, xray and CT scan of knee was performed in 2015 abdominal pain: ultrasound was performed in 2016. Coloscopy and fibroscopy were performed in (B)(6)2016. Ent consultation was attended on (B)(6)2017. Pelvic ultrasound was performed on (B)(6)2017. Blood test was performed in (B)(6)2017. Batch number. 893023, manufacture date, 2011-08-01, expiration date: 2014-08-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] a remaining metal fragment of the essure implant [device breakage] fatigue [fatigue] respiratory disorders [respiratory disorder] breathlessness [breathlessness] joint and muscle pain in legs, arms, back and cervical region [arthromyalgia] epicondylitis [epicondylitis] urticaria [urticaria] dizziness [dizziness] ear pain / pain in auditory canal [external ear pain] nasal discharges [nasal discharge] cough [cough] concentration difficulty [concentration impairment] speech problems [speech disorder] discomfort in the throat [throat discomfort] tongue pain [tongue pain] pain in teeth [tooth pain] pain in coccyx [coccyx pain] hematoma [hematoma] headaches [headache] frequent need to urinate [frequency urinary] vaginal discharges [vaginal discharge] hemorrhagic menstruations [bleeding menstrual heavy] inter-menstrual bleeding [intermenstrual bleeding] swollen abdomen [swollen abdomen] constipation [constipation] nausea [nausea] dry skin [dry skin] itching [itching] feeling cold [feeling cold] problems in vertebrae [vertebral pain] pain at the level of the left trochanter [greater trochanteric pain syndrome] slurred speech [slurred speech] cold hand [cold hands] stomach pain [stomach pain] facial pain , dental , jaw [facial pain] swelling of the neck [neck swelling] sleep disorders [sleep disorder] my health has gradually deteriorated [general physical health deterioration] muscle and joint pain: arms, cervix, hands, back, feet [muscle pain] painful body which led to discomfort in daily tasks with mental, physical and job impact. [General body pain] painful body which led to discomfort in daily tasks [activities of daily living impaired] painful body which led to discomfort in daily tasks with mental, physical and job impact. [Mental disorder] pain during menstruation [menses painful] asthenia [asthenia] insomnia [insomnia] pelvic pain female [pelvic pain female] bruxism [bruxism] adenomyosis lesions [adenomyosis] pain in left groin [pain groin] mobility difficult [mobility decreased] sweating problems [sweating] coccygeal pain [coccyx pain] left jaw pain [jaw pain] post-traumatic stress [post-traumatic stress disorder]. Case narrative: the below report was received by health authority ansm (reference number: r1800869) on 21-feb-2018. The most recent information was received on 25-jul-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("a remaining metal fragment of the essure implant") and fatigue ("fatigue") in a 41 year-old female patient who had essure inserted (lot no. 893023) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of condyloma in 2006, salpingectomy in 2004, asthma in 1990, appendicectomy in 1978 and mouth cancer, breast cancer (sister), vaginal delivery (1997 and 2022), headache, heartburn, body mass index normal, diuresis, mastodynia, naevus, thrombosis, parity 2, drug allergy, tonsillectomy, parity 2, drug allergy (allergy to rovamycin), salpingectomy, ectopic pregnancy and appendectomy. Previously administered products included: moneva and jasmine. Concurrent conditions were listed as postoperative bleeding, pelvic pain female, adenomyosis, coccyx pain, muscle pain and abdominal pain lower. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced fatigue (seriousness criterion disability), respiratory disorder ("respiratory disorders") and dyspnoea ("breathlessness"). In 2014 she experienced intermenstrual bleeding ("inter-menstrual bleeding"), dysmenorrhoea ("pain during menstruation"), asthenia ("asthenia") and insomnia ("insomnia"). In (B)(6) 2016 she experienced urticaria ("urticaria"). In 2017 she experienced epicondylitis ("epicondylitis"), dizziness ("dizziness") and pelvic pain ("pelvic pain female"). In 2022 she experienced greater trochanteric pain syndrome ("pain at the level of the left trochanter"). Essure was removed on (B)(6) 2024. On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), arthralgia ("joint and muscle pain in legs, arms, back and cervical region"), external ear pain ("ear pain / pain in auditory canal"), rhinorrhoea ("nasal discharges"), cough ("cough"), disturbance in attention ("concentration difficulty"), speech disorder ("speech problems"), oropharyngeal discomfort ("discomfort in the throat"), glossodynia ("tongue pain"), toothache ("pain in teeth"), a first episode of coccydynia ("pain in coccyx"), haematoma ("hematoma"), headache ("headaches"), pollakiuria ("frequent need to urinate"), vaginal discharge ("vaginal discharges"), heavy menstrual bleeding ("hemorrhagic menstruations"), abdominal distension ("swollen abdomen"), constipation ("constipation"), nausea ("nausea"), dry skin ("dry skin"), pruritus ("itching"), feeling cold ("feeling cold"), spinal pain ("problems in vertebrae"), dysarthria ("slurred speech"), peripheral coldness ("cold hand"), abdominal pain upper ("stomach pain"), facial pain ("facial pain , dental , jaw"), swelling ("swelling of the neck"), sleep disorder ("sleep disorders"), general physical health deterioration ("my health has gradually deteriorated"), myalgia ("muscle and joint pain: arms, cervix, hands, back, feet"), pain ("painful body which led to discomfort in daily tasks with mental, physical and job impact."), loss of personal independence in daily activities ("painful body which led to discomfort in daily tasks"), mental disorder ("painful body which led to discomfort in daily tasks with mental, physical and job impact."), bruxism ("bruxism"), adenomyosis ("adenomyosis lesions"), groin pain ("pain in left groin"), mobility decreased ("mobility difficult"), hyperhidrosis ("sweating problems"), a second episode of coccydynia ("coccygeal pain"), pain in jaw ("left jaw pain") and post-traumatic stress disorder ("post-traumatic stress"). The patient was treated with atarax (hydroxyzine hydrochloride), spifen (ibuprofen) and frovatriptan (frovatriptan succinate monohydrate) as well as surgery ((left salpingectomy) on (B)(6) 2018 and total hysterectomy with bilateral salpingectomy.), physical therapy and non-drug therapy (dental agenesis). At the time of the report, the abdominal pain, fatigue, respiratory disorder, dyspnoea, arthralgia, epicondylitis, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, latest episode of coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, myalgia, pain, dysmenorrhoea, asthenia, insomnia, pelvic pain, adenomyosis, groin pain, mobility decreased, hyperhidrosis, pain in jaw and post-traumatic stress disorder had not resolved. The outcomes for device breakage, loss of personal independence in daily activities, mental disorder and bruxism were unknown. The reporter considered adenomyosis, asthenia, bruxism, the second episode of coccydynia, dysmenorrhoea, groin pain, hyperhidrosis, insomnia, loss of personal independence in daily activities, mental disorder, mobility decreased, pain, pain in jaw, pelvic pain and post-traumatic stress disorder to be related to essure administration. No causality assessment was received for essure with regard to respiratory disorder, dyspnoea, fatigue, arthralgia, epicondylitis, abdominal pain, urticaria, dizziness, external ear pain, rhinorrhoea, cough, disturbance in attention, speech disorder, oropharyngeal discomfort, glossodynia, toothache, the first episode of coccydynia, haematoma, headache, pollakiuria, vaginal discharge, heavy menstrual bleeding, intermenstrual bleeding, abdominal distension, constipation, nausea, dry skin, pruritus, feeling cold, spinal pain, greater trochanteric pain syndrome, dysarthria, peripheral coldness, abdominal pain upper, facial pain, swelling, sleep disorder, general physical health deterioration, device breakage or myalgia. The reporter commented: since essure insertion, the patient experienced accumulation of symptoms. Continuous fatigue and pain were disabling for the patient in daily life and especially professionally, moreover she could not do sport anymore. Period of occurrence 2018-2024 following the pelvic ultrasound in 2022, I wanted to take a moment to reflect on the adverse events. My health has gradually deteriorated. I contacted a surgeon for a possible removal of the remaining fragment. So, thank you for taking that into consideration. Discrepancy regarding removal date: removed in 2013, compensation report: on (B)(6) 2013 : essure insertion. On (B)(6) 2018 : essure removal (left salpingectomy) due to adverse effects. During the intervention, essure breakage. On (B)(6) 2018: excision of essure on the left with left total salpingectomy by laparoscopy. Mention of postoperative bleeding and diuresis. The patient was discharged the same day with paracetamol, ibuprofen and tramadol for pain if needed. Postoperative sample examination: tubal wall without abnormalities on (B)(6) 2022: persistence of adverse effects. Pelvic x-ray performed and revealed potential small residual fragment of essure. On (B)(6) 2024: pelvic MRI confirmed the residual fragment of essure. On (B)(6) 2024 : total hysterectomy with bilateral salpingectomy. After the intervention, persistence of adverse effects and painful body which led to discomfort in daily tasks with mental, physical and job impact. No certain causal relationship between the patient¿s symptoms and essure implants no certain causal relationship between the patient¿s symptoms and essure¿s fragment. No physio pathological explanation for the occurrence of extra-gynecological symptoms. At the timeof the report, no demonstration of essure imputability in general polymorphic symptoms only post-operative pelvic pain, menorrhagia, metrorrhagia could be possibly linked to essure. Improvement not caused by salpingectomy neither hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.313 kg/sqm. [Abdominal x-ray] on (B)(6) 2024: normal [blood test] (date unknown): normal [magnetic resonance imaging head] on (B)(6) 2024: normal [magnetic resonance imaging pelvic] on (B)(6) 2024: metallic artifacts spread over 18 mm within the interstitial myometrial segment of the left tube compatible with residual essure. Myometrial formation in the right body measuring 12 mm showing atypia on MRI, with uncertain malignancy potential, to be correlated with post-hysterectomy histological analysis without morcellation [pathology test] (date unknown): tubal wall without abnormalities [ultrasound(B)(6) 2022: for the record, small metallic fragments from the presacral region measuring 12 mm that may correspond to a small fragment of an essure implant; (date unknown): showing no abnormalities [x-ray of pelvis and hip] in 2022: a remaining metal fragment of the essure implant, measuring 12 mm, was found in the body. *control via plain abdomen xray was performed on (B)(6) 2013. . Xray and blood tests were performed in (B)(6) 2014 CT scan of cervical spine was performed in 2014, xray and CT scan of knee was performed in 2015 abdominal pain: ultrasound was performed in 2016. Coloscopy and fibroscopy were performed in(B)(6) 2016. Ent consultation was attended on (B)(6) 2017. Pelvic ultrasound was performed on (B)(6) 2017. Blood test was performed in (b)(6 2017. Batch number. 893023, manufacture date, 2011-08-01, expiration date: 2014-08-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jul-2025: quality safety evaluation of product technical complaint. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.